Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted on (B) (6) 2005 and involved in this event. Pxc141200/(B) (4).

Event description:
On (B) (6) 2005, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that follow-up images take on (B) (6) 2006 revealed that the trunk-ipsilateral leg component had migrated 2 to 2.5 cm distally, thrombus had collected inside the flow lumen of the trunk-ipsilateral leg component, and the graft material of the contralateral leg component was kinked. On (B) (6) 2008, a reintervention was performed whereby a cook zenith renu aaa ancillary graft was implanted to treat the migration of the trunk-ipsilateral leg component. According to the fsa, it was also found that the contralateral leg component was severely kinked, so a fem-fem bypass was performed. The pt tolerated the procedure.